Event description:
On 5/16/2001, a facility reported that in 2000 a nellcor pulse oximeter on pt alarmed (displaying a "sensor disconnect message"). The facility reportedly ignored the alarm. The facility also reported that the pt desaturated, suffered anoxia and subsequently died. This info was reported to a mallinckrodt employee during a visit to the facility and a discussion regarding difficulties reported by the facility concerning loose mc-10 pulse oximeter cables (which connect the sensor to the monitor). The loose cables resulted in frequent monitor alarms.